Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. On 06/24/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to av dissociation. Per the operative report of (B)(6) 2010, "the valve was seated and sutures tied without difficulty...after this and before we were able to give protamine we had significant bleeding from the back of the heart. My concern was she had an atrioventricular dissociation. The patient was placed back on cardiopulmonary bypass. The cross clamp was applied and the heart was arrested. The atriotomy was opened. Because of concern about difficulty with exposure, a superior transseptal incision was made. It was apparent that the patient had had an atrioventricular dissociation. The previously placed valve was removed."

Event description:
A customer reported receiving a message "hi" on the display of their freestyle freedom meter which she thought was higher than she felt and subsequently self-dosing with insulin based on the reading, which resulted in weakness and loss of consciousness. She further reported going to a health care facility where she was diagnosed with hypoglycemia; however, no third-party medical intervention was reported. The customer reportedly self-treated with her regular prescribed medication (unknown) and orange juice to counteract the medical event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).